Manufacturer narrative:
Additional information: section d.9h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a slice by the transition joint of the fantail and tubing and the electrode was kinked. These are believed to have occurred during revision surgery. Photographic imaging inspection revealed broken wires by the small tubing. This is believed to have occurred during revision surgery. System lock was verified. The condition of the electrode caused impedances to be out of range. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly electing revision surgery for a technology upgrade. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: b.3, d.6b, h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.